Event description:
The customer reported issues with the insulin pump in that the up button was being activated without being pressed. The customer's blood glucose was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked display window, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces.